Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the right atrial lead exhibited noise and myopotential oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unrelated procedure. Upon opening the device pocket, the physician noted there was damage to the atrial lead. The lead was removed and replaced. The patient was stable.